Event description:
The investigation determined that lower than expected b-hcg and tsh results were obtained from non-vitrs (biorad) qc fluids when tested using vitros b-hcg lot 3295 and vitros tsh lot 6710 on a vitros xt7600 integrated system. Biorad 85270 (level 1), vitros b-hcg results of 3.15, < 2.39, < 2.39, <2.39 and <2.39 miu/ml versus the peer mean of 7.96 miu/ml. Biorad 85270 (level 1), vitros tsh result of 0.299 and 0.395 miu/l versus the peer mean of 0.630 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros b-hcg and vitros tsh results were obtained when the customer was processing non-patient fluids. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected b-hcg and tsh results were obtained from non-vitrs (biorad) qc fluids when tested using vitros b-hcg lot 3295 and vitros tsh lot 6710 on a vitros xt7600 integrated system. The most likely cause of the event is an instrument related issue. Unacceptable vitros b-hcg and vitros tsh results were isolated to a single instrument and an ortho field engineer (fe) identified the sr assembly was loose and had been leaking. Pre-service precision testing indicated unacceptable instrument performance. The ortho fe cleaned the pump and replaced the sr tubing. A luminometer calibration was performed as well as an irs calibration. Post-service diagnostic precision testing was within acceptable guidelines. (B)(4).